Manufacturer narrative:
Additional/updated information was added to reflect the base frame and seat pivot post being returned to the manufacturer for evaluation, and subsequent testing verified the complaint. Per the initial evaluation, the seat post receiver tube was broken from the frame at the weld. An expanded evaluation was performed. The expanded evaluation report confirmed that the center post tube had broken away from the frame. The weld connecting it to the frame base cross member tube and the six welds connecting it to the frame base battery tray were all broken. However, the underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
The dealer stated that the weld that hold the seat post it broken.

Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The dealer stated that the weld that hold the seat post it broken.